Event description:
Info rec'd indicates the power ground resistance is out of tolerance.

Manufacturer narrative:
The technician found no cuts in the power cord, but the ground pin was slightly bent. The technician replaced the power cord to repair the bed.